Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, customer received a resume pump alarm when insulin deliveries had not been stopped. Customer's blood glucose level was 100-125 mg/dl. During troubleshooting tandem technical support was unable to confirm the customer's allegation.